Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective coverage. An sjm rep met with the pt and reprogramming was unsuccessful. Additionally, the pt reported during his permanent procedure the lead was repositioned three times prior to being connected to the ipg. In turn, the pt will undergo surgical intervention to address the issue.